Event description:
It was reported that following the implantation of a sparc sling the patient experienced mild difficultly emptying bladder. It was stated "subject refused foley to be reinserted. Spontaneously voiding by end of same day ((B)(6) 2015)." No intervention was taken and the event is considered resolved/recovered with no sequelae. No further patient complications have been reported in relation to this event.